Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and the information cannot be seen on the screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and customer indicated that the pump is not functioning as designed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received without a belt clip. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.